Event description:
A malfunction alarm was reported with the code malf 24, and there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to replace the pump, and the customer was advised to use a backup insulin pump in the meantime. The customer was informed that the replacement pump would have updated software and was instructed on storage and return procedures for the malfunctioning pump.